Event description:
Add'l info received from reporter on 10/18/2017 for mw5066105. I underwent an orthognathic surgery (upper and lower jaw surgery) performed by one dr. (B)(6) at (B)(6) medical center. A maxdrive kls martin screw has been broken and the body of the broken screw (screw shaft) was practically catapulted in my left sinus, near the eye, and left in there. Since this incident, I remained with chronic pain in my left upper cheek and eye, chronic pain in the left side of my mouth roof, sporadic nasal bleeding through my left nostril, sporadic and spontaneous and unexplained swelling of my left side of the face. These symptoms were absent before this incident and are documented in medical records and tests. During my surgery on (B)(6) 2014, all the orthognathic-maxillofacial implants and devices were provided by kls martin and a rep of kls martin's rep, namely one (B)(4), participated and assisted at my surgery in the operating room. Since (B)(6) 2014 to date neither the surgeon, namely dr. (B)(6), and the hospital ((B)(6) medical center) fulfilled their duty to mandatory report this incident to FDA and to me as a pt. Following my diligent efforts and correspondence with the kls martin's attorney ((B)(4)), in february 2017, kls martin submitted to FDA an incomplete incident report, namely MDR #9610905-2016-00060 in which my name and the surgeon's name are missing. As of to date, neither kls martin (as producer, distributor, and seller of these orthognathic implants and devices), the surgeon, or the hospital took any step further to resolve the problem created by them to me. Ref # 9610905-2016-00060.

Event description:
On (B)(6) 2014, I had upper and lower jaw surgery. Maxdrive screws (kls martin lp) were used to fixate maxilla and maxdible. A maxdrive screw broke during the maxilla fixation and entered in my left sinus cavity. Since that incident I remained with the body of the screw in my left sinus cavity.

Event description:
On (B)(6) 2014, I had upper and lower jaw surgery. Maxdrive screws (kls martin lp) were used to fixate maxilla and maxdible. A maxdrive screw broke during the maxilla fixation and entered in my left sinus cavity. Since that incident I remained with the body of the screw in my left sinus cavity.